Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:658. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 550:320:658 was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a damaged speaker wiring connector on inverter harness. The inverter harness was replaced in order to correct this condition. This is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.